Event description:
At about 15 years from the primary, the patient came in due to a total knee infection and the pathogen is unknown. The surgeon revised all medacta products from the primary surgery to competitor products. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11 march 2026: gmk-primary 02.07.2006l femoral component cemented std size 6 / left (k090988) lot 103706: (B)(4) items manufactured and released on 23-dec-2010. Expiration date: 30-nov-2015. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-primary 02.07.1206l tibial tray fix cemented s.6l (k090988) lot 103875: (B)(4) items manufactured and released on 16-dec-2010. Expiration date: 30-nov-2015. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-primary 02.07.0610fuc tibial insert u.c. Fix s.6 / 10 mm (k090988) lot 092743: (B)(4) items manufactured and released on 16-dec-2009. Expiration date: 31-oct-2014. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-primary 02.07.0035rp patella resurfacing s.3 (new generation) (k090988) lot 103886: (B)(4) items manufactured and released on 10-jan-2011. Expiration date: 30-nov-2015. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.